Event description:
According to the reporter, during a low anterior resection procedure, there was poor staple formation and the staple line was incomplete at the distal part. They changed to a new device to complete the case. There was no patient injury.